Event description:
It was reported that during an open colon resection the staples were partially sticking up. A new reload was used in the same device to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 707a38. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details to the complaint? Did the staples were protruded before using the device on the patient? Were there any malformed staples? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that one tcr75 reload was received with no apparent damage and no protruding staples were noted along the staple line. In addition, the device was not received for analysis. The reload was received unfired and with the swing tab in the unlocked position. The reload was tested for functionality with a test device and it fired, cut, and formed all the staples as intended. The cut line was complete, and the staples meet the staple form release criteria. After the functional test, 2 staples were noted missing along the staple line. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the staple retaining cap ensures proper staple orientation and protects the staple leg points during shipping and transportation. The event described could not be confirmed as no protruding staples were noted and the reload performed without any difficulties noted. It is possible that improper handling of the reload caused the staples to fall out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 707a38, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.